Event description:
During set up the luer lock closet to the drip chamber, connects to the stopcock is difficult to connect. Customer states once the luer lock is tightened to the stopcock, it becomes loose. There is no patient involvement.

Manufacturer narrative:
A request for the return of the device has been made.